Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that there was a back-up device available to continue with the therapy, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during treatment the renasys go wasn't able to reach the 100mmhg pressure. The canister was replaced and the machine was tried at 200 mmhg getting the same results. A constant air loss error and noise was seen coming from the machine. No delay nor injury involved. A back up was available at the time.